Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years three months post implant of this aortic bioprosthetic valve, a successful valve-in-valve procedure was performed due to stenosis and regurgitation thought to be caused by a potential leaflet tear. There were no additional adverse patient effects reported.